Event description:
It was reported by the customer contamination of the media. Plate 7h11 agar deep fill japan 20 ean. No patient impact was reported the following information was provided by the initial reporter: the customer found that the media was contaminated with fungus in multiple plates.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material #: 252119. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported by the customer contamination of the media. Plate 7h11 agar deep fill japan 20 ean. No patient impact was reported. The following information was provided by the initial reporter: the customer found that the media was contaminated with fungus in multiple plates.